Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer was able to clear the alarm. The customer was able to complete the insulin pump rewind. Customer reported that they were not using the lithium battery last time now they were using the aa lithium battery and insulin pump had same behavior. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.